Event description:
It was reported to boston scientific corporation that an autotome rx 49 was used in the papilla during a normal duodenal papillary incision procedure performed on (B)(6) 2023. During the procedure, the cutting wire of sphincterotome was damaged. It was reported that the wire anchor was dislodged, and no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Imdrf device code a051201 captures the reportable event of cutting wire anchor dislodged. The returned autotome rx 49 was analyzed, and a visual evaluation noted that the cutting wire was broken at 7mm from the proximal pierced hole and also it was kinked, which are consistent with the findings when the device was observed under magnification. Additionally, the broken cutting wire was blackened, and the anchor was still inside the catheter in its original position. No other problems with the device were noted. The reported event of wire anchor dislodged was not confirmed as it was possible to observe that the anchor was still inside the catheter. Upon analysis, it was found that the cutting wire was broken, kinked and blackened. The cutting wire being blackened indicates that the device was energized. Based on the condition of the device, the problem found could have been generated if there was contact between the device and the scope during energization or if the generator exceeded the maximum of voltage during the procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wire's integrity and cause a premature cutting wire fatigue. Once the cutting wire breaks, any attempt to remove the device from the scope can lead to the broken section hitting the working channel of the scope. This can kink the cutting wire. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.